Event description:
It was reported the customer was hospitalized for low blood glucose. The customer went into a diabetic coma and had seizures. It was reported the customer was airlifted and transported to the hospital. It was stated that the medical doctor ran tests on the insulin pump and found that the insulin pump was over delivering insulin.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed, that it was functioning properly and passed all functional testing. After testin, it was concluded that the device operated within specifications.